Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported by the parent that the patient developed redness, pus, pustule, and infection under the sensor pod area only. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025, the patient¿s parent consulted a pediatrician and an endocrinologist and was instructed to remove the sensor and was prescribed oral and topical antibiotic medications (cefadroxil 250 mg/5 ml, 4 ml twice per day for 7 days; and bacitracin three times per day). The area healed after treatment. No data or product was provided for investigation; however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).